Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states arc on the battery, fried one of the fuses on the rear battery harness at the circuit breaker, and the arc fused the power cable to the power module.